Event description:
This report address the issue of use error-reuse of supplies. The customer contacted baxter's technical service center to report a check supply line which occurred on the homechoice (hc) during use, during fill 3 of 4. The home patient (hp) had disconnected the final bag and connected it to the heater line (use error). The technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. The 510k number will not be provided in the emdr because the product and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed, based on the customer report; however, no root cause could be determined as it is uncertain why the customer re-used a single use product. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the prevention of the use error in this report.